Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the two cutters would not, aspiration was working, during a surgery. The product was replaced and the procedure was completed without consequences to the patient. The product samples have been requested for evaluation.

Manufacturer narrative:
One vitrectomy probe sample was returned for evaluation. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was light wear at the inner cutter bend area. The actuation test was retested after its disassembly and was then deemed conforming. The product evaluation does not confirm the probe had a cut problem. The probe did have a good cut and aspiration function. The evaluation did indicate that the probe did not initially actuate. The evaluation does not point to a root cause for the actuation failure. The mostly likely cause for this lack of movement may be due to the inner cutting edge impeding the movement of the cutter on the shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation. The actuation test was conforming when tested after the probe was disassembled. The manufacturer internal reference number is (B)(4).